Manufacturer narrative:
When a maxi ld was prepared for treatment of a target lesion in the aaa (abdominal aortic aneurysm) with unknown stenosis, an endless air leak was confirmed. The device was changed to another one (same lot) and the procedure was finished successfully. There was no reported patient injury. The intended procedure was treatment of an aneurysm in the abdominal aorta (target lesion). There was no calcification. There was no difficulty removing the product from the hoop, no difficulty removing the protective balloon cover and no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The contrast media being used is unknown and the contrast to saline ratio is also unknown. The type and brand of inflation device used is unknown and it is also unknown if the same indeflator was used successfully with other devices. The product was returned for analysis. A non-sterile unit of maxi ld 7f 20x4 110cm balloon catheter was returned. Per visual analysis the balloon was returned after being inflated and deflated. No another damages were observed on the device. Per functional analysis no leaks were observed on any of the sections of the catheter during balloon inflation or deflation. Per microscopic analysis no damages were noted. A device history record (DHR) review of lot 17095267 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon leakage-during negative prep¿ was not confirmed by analysis of the returned device as functional analysis was performed successfully. The exact cause of the reported event could not be confirmed. According to the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Fill a 20-cc or larger syringe with equal volumes of contrast medium and normal saline. Note: use a 50-cc or larger syringe for the 22-25-mm diameter balloon. Attach the syringe to the balloon lumen marked ¿balloon.¿ pull the syringe¿s plunger to deflate the balloon. To inflate the balloon, point the syringe and balloon tip downward and inject the contrast medium and saline mixture. Continue pointing the distal tip of the balloon downward, and deflate the balloon again. Deflate the balloon. The device performed as intended and therefore the reported event and the DHR could not be related to the manufacturing process; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
(B)(6). A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The device was also received for analysis but the engineering report is pending but will be submitted within 30 days upon receipt.

Event description:
When a maxi ld was prepared for treatment of a target lesion in the aaa with unknown stenosis, an endless air leak was confirmed. The device was changed to another one (same lot) and the procedure was finished successfully. There was no reported patient injury. The product will be returned for analysis. The intended procedure was treatment of an aneurysm in the abdominal aorta (target lesion). There was no calcification. There was no difficulty removing the product from the hoop, no difficulty removing the protective balloon cover and no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The contrast media being used is unknown and the contrast to saline ratio is also unknown. The type and brand of inflation device used is unknown and it is also unknown if the same indeflator was used successfully with other devices.